Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "high pressure result." No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis in good condition. Performed pressure switch test and visual inspection. Yes, customer's reported problem was confirmed. The pump's pressure switch test was performed. The pressure switch test was found to be not activated during the investigation. Visually inspected the pump and found it had fluid ingression. The "high pressure result" issue was caused by fluid ingression. Recommend downstream occlusion sensor to be replaced. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.